Event description:
A us distributor contacted zoll to report that a patient developed a rash under the therapy pads of the lifevest equipment. Patient described the area as red, itchy bumps and weeping blisters. The patient's nurse stated that the skin irritation appeared like a chemical burn. It is unclear if the patient's nurse applied any medication to the skin irritation. Reporting out of abundance of caution. Follow up indicated that the skin irritation improved.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.